Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unknown mentor breast implant and experienced postoperative bilateral rupture. The patient stated that the rupture caused her to have two other surgeries until finally removing the implants. The patient underwent removal and replacement with a different brand on an unknown date. This medwatch report is for the 2nd of two implants.